Event description:
Regarding bvi 9400 bladder scanner:patient's bladder was scanned to assess amount of urine in bladder. The scanner value noted was 257 ml. The actual amount of urine measured via straight catheterization was 700 ml. This is a significant difference and a common problem with our current bladder scanner. The inaccuracy of the scanner makes it difficult for good clinical decision-making to occur and thus could lead to patient harm.